Event description:
The customer reported that the driver arms on the insulin pump are no longer working properly, and are causing him to experience high blood glucose levels. The customer also stated that the lead screw is not rotating when a bolus is being delivered. Troubleshooting was performed, and the insulin pump failed the lead screw test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.